Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Name of procedure being performed: lap chloe. "I was not present during the procedure. The information I have received is from the hospital staff. I will stop in tomorrow morning to get further details. The email I received is copied in this report below: the surgeon had a clipper malfunction on him today. I guess it come out rounded and did not clamp down. I have the clipper and box." Additional information was received via email from account manager, on (B)(6) 2018, "the staff is saying the clip is not fully occluding when squeezing the handle plastic to plastic. It's releasing the clip in the "cholangiogram zone" and not fully occluding. I was not able to inspect the device." Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed as the event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user's clip application technique. The instructions for use instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated," and "verify that the ligation site is free of obstructions or other clips before firing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Name of procedure being performed: lap chloe. "I was not present during the procedure. The information I have received is from the hospital staff. I will stop in tomorrow morning to get further details. The email I received is copied in this report below: the surgeon had a clipper malfunction on him today. I guess it come out rounded and did not clamp down. I have the clipper and box." Additional information was received via email from account manager, on tuesday, 31jul2018. "The staff is saying the clip is not fully occluding when squeezing the handle plastic to plastic. It's releasing the clip in the "cholangiogram zone" and not fully occluding. I was not able to inspect the device." Patient status: no patient injury or illness occurred associated with the complaint event.